Event description:
A malfunction was reported on a customer's pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with this process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump while monitoring for any future issues.